Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the customer the e2100 pencil switch was working intermittently and they were unable to perform surgery. The device was reported to be in use during a veterinary application. No human use or contact was involved. The unit was returned for service and the device was found to produce an immediate self-key in the coagulation mode when plugged in to a generator.

Manufacturer narrative:
(B)(4). The incident unit was received for evaluation. The device was used for a veterinary application only. The customer reported condition of intermittent activation was not confirmed. However, the investigation did find the pencil to be in a continual self-key condition in the coagulation mode. The cut switch functioned normally. The tactile feel of the switch was nominal indicating the switch dome had not inverted. The coagulation switch was cut open allowing any moisture to dry. After 96 hours the device was still in a self-key condition. Engineering evaluated the device. The device was disassembled and inspected. The plug was inspected and found to have been stamped with a lot number. The hot stamp test machine will reject a device and will not stamp the lot number on the plug if the device does not pass testing. The testing included self-key activation in both cut and coagulation mode. The stamp indicates this device was not self-keyed when it left the manufacturing facility. A possible root cause for the self-key condition could be that a metal burr shifted between leaving the boulder facility and reaching the customer, possibly during the auto clave process. This shift could have created a short circuit between the ground and coagulation contacts on the switch base near the area where the cables are crimped to the switch base. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. Manufacturing non-conformances were reviewed with no entries pertinent to the customer's report noted.